Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of broken upper section could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported that it was noted that the set was broken in the upper section. The event was classified as a non-serious event. No further details were provided on this case.